Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-13285. It was reported the pt feels what he describes as a "shock" all over his body when he turns the programmer on. It was noted the "shocks" are simultaneous with the beeps the programmer makes when it's communicating with the ipg. No further information is available at this time. Follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.